Event description:
It was reported that noise was noted on the right atrial (ra) channel of this device. The right atrial lead is from a different manufacturer. The caller requested technical services review of an episode in device memory. Ts reviewed that episode and confirmed noise. Ts also found another episode in which oversensed noise on the ra led to pacing pauses of three seconds. The ts consultant discussed the noise could be due to the device oversensing the respiratory rate trend (rrt) signal. It was also noted that atrial impedance measurements had fluctuated between 450 and 1700 ohms. All atr episodes in device memory were triggered by the same noise on the ra. Ts suggested turning off rrt to mitigate the issue and the rep said that he would do that. No adverse patient effects were reported. This device remains in service.